Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported (B)(6) 2014 he activated a new pod and his blood glucose and insulin history is as follows: time: 10:30 am, bg (mmol/l): 19.0, mg/dl: 342, bolus (u): 10.0. There was insulin leaking and a little bit of blood noted in the cannula. He stated that he did not feel the needle inserting the cannula during the activation process. Upon further inspection he noticed the cannula was not inserted into the infusion site and it was sticking out at a 180 degree angle. The pod was then removed.